Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was not getting pain relief and had right side pain but was only getting left side coverage. There were no environmental or external factors and impedances were normal. Reprogramming was attempted prior to procedure. The patient had a replacement of one lead to get better right side coverage and the issue was resolved at the time of the report. The new lead was implanted in the lower level of the spine. The indication for use was spinal pain.